Event description:
A biomedical technician (biomed) from a hemodialysis (hd) user facility reported to fresenius technical support (ts) that the mixer motor of a granuflo dissolution tank was not running. Ts advised the biomed to replace the mixer. The unit is reportedly twenty years old and there are parts for the mixer that are no longer available. Upon follow-up, the biomed reported that they were able to get the unit running again that same day. The biomed replaced one of the connectors on the motor that was burnt, and this resolved the reported issue. The biomed also stated that the facility was approved for a new mixer due to the age of this one. There was no patient involvement associated with the reported event. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation was able to find objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A biomedical technician (biomed) from a hemodialysis (hd) user facility reported to fresenius technical support (ts) that the mixer motor of a granuflo dissolution tank was not running. Ts advised the biomed to replace the mixer. The unit is reportedly twenty years old and there are parts for the mixer that are no longer available. Upon follow-up, the biomed reported that they were able to get the unit running again that same day. The biomed replaced one of the connectors on the motor that was burnt, and this resolved the reported issue. The biomed also stated that the facility was approved for a new mixer due to the age of this one. There was no patient involvement associated with the reported event. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.